Event description:
It was reported that during a ptca procedure, the balloon ruptured in the vessel. While removing the catheter from the vessel, the balloon became stuck on a strut of a previously implanted stent. Half of the balloon was retained in the vessel. No info currently available on how the case was resolved.